Manufacturer narrative:
Review instrument results: cell #1-0- negative, nice, tight button, no red cell adherence. Cell #2-0 negative, nice, tight button, no red cell adherence. Cell #3-0 negative, nice, tight button, no red cell adherence. Ps ctl- 4+ strong red cell adherence covers entire monolayer. Int= negative. Testing performed using crrs3 lot r143 and capture-r ready indicator cells lot 221663. Immucor is unable to perform testing on as both expired (B)(4) 2011.

Event description:
A customer reported unexpected negative reactions when testing a patient sample with capture-r ready screen (3) (crrs3) on the galileo echo. An anti-jkb was later identified on the patient.